Manufacturer narrative:
Item number and lot number have been requested but not provided by the customer. They will be included in a follow-up report if received. Date of event is estimated based on awareness date.

Event description:
When the user opened the packaging, it was found that there were flocculent foreign objects on the tip of the sampler's needle.

Manufacturer narrative:
It was confirmed that the reported product is not manufactured by radiometer. The customer uses a non-radiometer product now, but the product information in their reporting system was not updated.